Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a connector issue in which the ilet connect and cartridge fell out after a meal, and subsequent attempts to insert and turn new connectors to the locked position were unsuccessful despite correct orientation and full insertion. Symptoms included hyperglycemia with a reported blood glucose of 350 mg/dl. Outcomes included discontinuation of pump therapy and transition to backup subcutaneous insulin via pen and use of an alternate pump, as well as shipment of a replacement ilet. Investigation included remote troubleshooting and visual review of user-provided photographs. Investigation of this case revealed that the connector could not be engaged or locked and no visible abnormalities were identified from the images. It was concluded that the device experienced a connection/attachment failure of the infusion component, with user unable to secure the connector, and the device was replaced.